Event description:
Customer reported a past low blood glucose event with the lowest level being displayed as "low¿; however, specific value was not provided. Cause was not known. Reportedly, the customer lost consciousness. Emergency medical technicians came to the house and administered glucose paste and the customer's husband provided ¿a shot of some sort¿. Customer's pump had control-iq software activated during the incident. Customer was advised to consult a healthcare professional to discuss factors affecting blood glucose levels and agreed to do so.